Manufacturer narrative:
Yun-jeong lee, outcomes of adjunctive drug-coated versus uncoated balloon after atherectomy in femoropopliteal artery disease, ann vasc surg 2020; 68: 391 through 399. Date of event was approximated based on published date of article.

Event description:
Per literature article "outcomes of adjunctive drug-coated versus uncoated balloon after atherectomy in femoropopliteal artery disease" it was reported that patient complications occurred. A meta-analysis was performed to evaluate outcomes using drug-coated balloon (dcb) in comparison with uncoated balloon as adjunctive treatment after atherectomy for femoropopliteal artery lesions. Study results report a total of 556 patients with 613 target limbs underwent endovascular therapy for femoropopliteal artery disease from july 2009 to march 2018. Among them, 115 patients with 126 target limbs were treated with atherectomy followed by uncoated plain balloon or dcb. The atherectomy used a directional atherectomy device such as several non-boston scientific atherectomy devices, or a rotational atherectomy device such as jetstream. In group a, 58 patients with 66 affected limbs were treated with atherectomy and adjunctive dcb, whereas in group b, 57 patients with 60 limbs were managed with atherectomy followed by ordinary balloon angioplasty. Four vascular perforations and one device entrapment with non_bsc products, by stent, occurred in group a. One vascular perforation, one flow-limiting embolization and one access site hematoma occurred in group b. In group a, one of the vascular perforation cases and the device entrapment case underwent surgical repair. Other complications were managed by endovascular treatment or conservative care. In group b, the vascular perforation case and the access hematoma case required surgical management. No further patient complications were reported.